Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. A system check was performed and the pump performed as intended. Customer's blood glucose level ranged between 240-300 mg/dl. The customer alleged the occlusions were caused by an unspecified pump issue. Reportedly, the customer reverted to manual injections for insulin therapy.